Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014. The following day, the patient presented to the hospital with "period type pain becoming increasingly severe". The patient was admitted and upon examination the physician noted the patient had a thermal bowel injury and a uterine perforation. The physician performed a "laparotomy resection of (the) ileum (80mm) subtotal abdominal hysterectomy". The patient still has "continued tachycardia and drain for subphrenic/splenic abscess post laparotomy". The patient was seen by the physician on (B)(6) 2014 and appeared well and was improving. On (B)(6) 2014, it was reported "the patient was seen in the emergency department approximately 30 hours post-ablation with acute onset of severe pain. During 12 hours of observation, she became septic and was taken to the operating theater for an exploratory laparotomy. Small bowel contents were seen throughout the abdominal cavity. On the ileum there was a 15mm perforation within a 3-4cm region of blanched bowel serosa consistent with a thermal injury and perforation. The area of bowel was resected and a side-to-side anastomosis was performed. On the uterus, there was a circumferential serosal blanching of the fundus measuring 3-4cms in diameter. No uterine perforation was identified. A supracervical hysterectomy was performed. No images were captured. The patient required a 4 week hospitalization for full recovery but is currently at home and doing well".